Manufacturer narrative:
Unable to prime during prime/delivery alarm test due to faulty back pressure sensor (gold). Unable to perform basic occlusion, occlusion, and excessive no delivery alarm tests. Missing end cap sticker noted. No a33 alarms noted.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was 427 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.